Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a button error. The customer removed and replaced the battery and stated that no button error alarm had occurred since then. The blood glucose reading was 130 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.